Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation; it was discarded by the customer. No DHR review and failure analysis were possible since no lot number was provided. The reported condition could not be confirmed and no further analysis is possible. The root cause is undetermined. Linked to mfg report number 2648988-2018-00031, 2648988-2018-00035 and 2648988-2018-00034.

Event description:
This is 3 of 4 reports. It was initially reported by a sales representative on behalf of the customer that on (B)(6) 2018, an ins9020 limitorr volume limiting evd drain cracked at the stopcock at the point at which they were transducing. There was patient contact but there was no patient injury or surgery delay. They had to change out the drain and it was replaced with a new drain. Additional follow-up information was received on (B)(6) 2018 stating that the stopcock broke after installation of the transducer a few days after. They broke at the same point and it was reported it seemed like the plastic gave way in these cases. Alcohol was used to sanitize the connection point. The transducer was manually hand-tightened. Additional follow-up information was received on (B)(6) 2018 stating that four patients were involved with limitorr drainage system breakage. The event occurred in the same time period in (B)(6) 2018. All four patients had positive cerebrospinal fluid (csf) however, only one patient acquired ventriculitis (manufacturer report number 2648988-2018-00031). For the patient in this report (manufacturer report number 2648988-2018-00033), the patient had confounding factors such as the patient was admitted with brain abscess or the timing of the ventriculitis was quite clear whether ventriculitis was related to the drainage system breakage. The providers replaced the device on this patient two (2) times. The patient was treated with antibiotics.